Event description:
The reporter stated the surgeon attempted to insert a 12.5mm icm125v4 implantable collamer lens but the icl cracked. The reporter stated there was difficulty injecting the lens. The lens was not implanted and there was no pt injury. A second lens was implanted with forceps.